Manufacturer narrative:
During evaluation the complaint was confirmed; the nitinol wire is sheared off. There are drill marks on the wire; the driver is dramatically bent. The device was rockwell tested should be 46-50. Actual: 49, part is within our print specifications. (B)(4).

Event description:
Archilles tendon allograft was used (only tendon portion, size 10mm). Surgeon drilled 11mm tibial and femoral tunnel (transtibial). Allograft was passed through and fixated with a biosure screw 11x25mm. Upon completion, surgeon pulled the wire and found it stuck. He used a cocker and then reverse drill. After that, we discovered that the wire had broken inside and perhaps stuck in the screw, about 25mm long. The wire was not removed as we could not locate it and the screw remained in the patient.